Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross is an issue known to require a second device or additional procedure/dislodged stent requiring medical intervention. Device issue: failure to cross/dislodged stent. It was reported that during a procedure of the coronary saphenous vein graft to the 2nd obtuse marginal, the pt developed a perforation after a multilink vision rx stent was placed at high inflation (above rbp) due to a heavily calcified lesion. A jostent graftmaster stent was successfully delivered to the site of perforation. Following deployment of the first jostent, a small amount of staining was observed distal to the first graftmaster; the perforated area was slightly larger than initially estimated. A second jostent graftmaster stent delivery system was inserted into the vasculature, but the stent could not be delivered. The stent separated from the balloon, but remained on the wire. The balloon was then partially inflated to prevent the stent from migrating off the delivery system, and the entire delivery system (including stent) was removed. A third jostent was not available in the appropriate size to cover the remaining area of perforation. At that time, the perforation appeared to be sufficiently contained and the decision was made to continue to observe the pt without further intervention. The pt responded satisfactorily to treatment and was observed in the cicu overnight. An echocardiogram on (B) (6) 2010 showed no pericardial effusion. The pt was taken back to cath lab to re-evaluate the perforation on (B) (6) 2010 and the perforation was found to have completely sealed at that time. The pt was discharged to home on (B) (6) 2010 without further adverse event. There is no additional info available.

Manufacturer narrative:
(B) (4). The multi-link rx vision indicated is being filed under another MFR #.